Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with cap anomaly and leaks. The customer's blood glucose level was unknown. The customer states they had insulin at the top of reservoir. The customer states the second reservoir would not allow the device to prime. The customer states they did not have sets to return. The customer was advised replacements would be sent.